Event description:
It was reported that during da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument rattles when in the robot. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a dislodged flush tube guide at the proximal end in the housing. The instrument made an audible sound during visual inspection. Additional observation unrelated to the primary failure found that the instrument had a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.